Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury.

Event description:
Reporter indicated that during an office visit, the vns therapy system output current was discovered to be set to 0 ma. The pt reported feeling stimulation prior to the office visit. Attempts to obtain further information have been unsuccessful to date.